Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer multi- fenestrated septal occluder - cribriform was selected for implantation. During deployment, the device prolapsed into itself. It was then removed from the patient. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: user facility medwatch report # (B)(4).

Manufacturer narrative:
An event of device deformity was reported. No additional information was received. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.